Event description:
It was reported that a patient with an implantable neurostimulator experienced tremendous back pain since august or september of the previous year, which had been getting increasingly worse. The patient had difficulty moving due tothe back pain. Approximately a week prior to the report, the patient noticed that upon activating their therapy, stimulation was felt down the right side of the leg instead of the back. Despite adjustments to the therapy, there was a lack of stimulation in the back. The patient attempted to increase the therapy in all groups but continued to feel stimulation only in the right leg. The issue was not resolved, and the patient was redirected to their healthcare provider for further evaluation. The patient had an appointment scheduled with a nurse practitioner. It was unknown if there was any patient involvement or complications as a result of the event. Additional information was received from the patient (pt). They reported that they met with their hcp and was reprogrammed on a completely different program, set at 7 on 4 programs. Pt noted however, that at times they will have a pulse on their right leg outside at the top and they had to lie on their left side to sleep. Pt reported the issues were much better now, but they still felt a pulse on their right leg.

Manufacturer narrative:
B3: event date is year valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-27 additional information was received from the pt in response to a request for additional information. They reported they didn't recall being redirected to their doctor. They stated nothing has been done to address the stimulation issue, but noted they were going to get another shot in their back and that they had a MRI. The pt confirmed the issue was not resolved and they were going to have another IV in their back because they were in constant pain.